Event description:
It was reported that the physician wanted to turn the pump off because they were planning to remove it on (B)(6) 2013 due to infection. The patient had been weaned down from their intrathecal dose of baclofen back onto oral baclofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).